Event description:
It was reported that the device exhibited intermittent ventricular under-sensing. Device reprogramming was made to address the under-sensing. The patient was stable before, during, and after the episode.